Event description:
It was reported the patient had fallen about 3 months prior and the leads were broken. As a result the implantable neurostimulator (ins) went 'dead' as the patient wasn't getting therapy and wasn't using the ins. The leads and ins were replaced. Additional information received reported the leads had not broken; they had just pulled out of the cervical epidural space. It was reported the patient was doing great.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; (B)(4).